Event description:
It was reported that the patient was admitted after a syncopal episode with unwitnessed fall from standing height. The patient sustained a head strike and loss of consciousness. Episode resulted in multifocal acute subarachnoid hemorrhage in bilateral cerebral and right cerebellar hemispheres and right frontal subgaleal hematoma. The patient¿s international normalized ratio (inr) was 2.3 (goal 2-3) presentation. Additional information was requested although not provided.

Manufacturer narrative:
User facility report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.